Event description:
It is reported that the customer had excessive no delivery alarms. Customer had experienced no delivery alarms three times in a week. Customer did not have an extra infusion set with her to troubleshoot. The blood glucose reading was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.